Event description:
It was reported that the low energy shock impedance was 150 ohms and was trending up. The pulse generator had reached replacement time after over eight years of implant time. The patient was feeling some discomfort from the system. The doctor explanted and replaced both products. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the low energy shock impedance was 150 ohms and was trending up. The pulse generator had reached replacement time after over eight years of implant time. The patient was feeling some discomfort from the system. The doctor explanted and replaced both products. There were no additional adverse patient effects.